Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient self treated insulin at 10:30pm. It is unknown why they took insulin during this time or what the cgm was displaying when taking insulin. The patient's wife stated the patient was yelling and "banging his arms" like he was having a seizure. The patient drank orange juice and ate honey at 11:30pm and recovered. At an unspecified time during the event the patient's bg was 35 mg/dl while the cgm was 105 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).